Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department with shortness of breath. Emergency medical services personnel noted the patient's heart rate to be in the 30's. This is lower than the programmed parameters of the implantable cardioverter defibrillator (ICD). The ICD remains in use. No further patient complications have been reported as a result of this event.